Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a ureteroscopy, the surface of the hiwire nitinol hydrophilic wire guide was found to be dislodged prior to use in patient, and a new wire guide was replaced to complete the procedure without affecting the patient. The coating was activated with saline solution prior to removal from the holder. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the surface of the hiwire nitinol hydrophilic wire guide was found to be dislodged prior to use during a ureteroscopy procedure. A new wire guide was used to complete the procedure. The coating was activated with saline solution prior to removal from the holder. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon visual inspection, the polymer jacket of the wire guide was noted to be peeling. The complaint device is made by a supplier; therefore, a supplier investigation was performed. Per the results of the investigation, the returned wire guide was reviewed and skived/cut damage was noted at the proximal to distal orientation located 10 cm to 22.8 cm from the distal tip. This damage resulted in the exposure of approximately 7.3 cm of the underlying metallic core. Additionally, the polymer jacket material was displaced distally over itself by approximately 5.5 cm, creating a localized region of increased diameter. The specimen also presented bend damage at 22.8cm from the distal tip. The supplier concluded the damage to the polymer jacket, along with the associated displacement and bend damage, are indicative of excessive or forceful manipulation during device removal from the dispenser hoop. This type of damage is consistent with handling the device without proper hydration. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs by cook and the supplier for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A review of complaint history records found no other related complaints associated with the complaint device lot. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating.)" The information provided upon review of the dmr, IFU, DHR, supplier investigation, and device evaluation indicated that the complaint device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded the cause of the complaint could not be established. Handling of the wire guide during removal from the holder may have contributed to failure but could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.